Event description:
It was reported that, in (B)(6) 2010, the patient had a new pump implanted because, the other one was leaking and there was a known fracture with the catheter. It was indicated that it was dripping from the end of the catheter, so it was removed. The reporter was sure that a new pump had also been implanted because the previous pump was larger than the one that got implanted. At the time of the event, the device system was used to deliver bupivacaine and dilaudid.

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: 2005 (B)(6); product type catheter. (B)(4).